Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep stating the patient requested to review the way he was charging. They did spend time reviewing the process and the patient was recharging properly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for the treatment of parkinson¿s dual and movement disorders. It was reported the patient was having trouble with his device. The charger did not seem to charge properly. The patient explained he had to recharge too frequently beginning after the patient came home from the rehab center 13-14 days prior. It was reported when stimulation was on all the time, the battery charge level went down to 50% and if he did not charge it all day, by night it would be down to 25% and would say "low" and he was afraid it would affect the ins. The patient reported he had to charge every day and a half. The patient's daughter was also on the call and was yelling at the patient stating "it is working, dad. The machine is working fine and there is nothing wrong with it". The patient reported his daughter yelled at him because she did not understand the device. The patient reported a manufacturer representative saw him at the rehab facility to make sure everything was working right and to show him how to use the device properly. The patient told the rep about charging too frequently and about the shaking/tremors. It was reported the rep told him to turn the ins off when he went to bed so that the charge would last longer and it would save the battery. The patient reported he was afraid to turn the ins off because he was afraid he could not walk too well and would fall and therefore it was hard for him to go to the bathroom. The patient said he left the stimulation on all the time. The patient stated when stimulation was off, he was shaking bad because he had really bad tremors. The patient stated he had the tremors for about 10 years but at the time of the report they were so bad that it was hard for him to even eat. The patient requested a rep to come and see him. The patient mentioned he did not talk very well. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep stating the recharging time was normal due to the high settings. It was reported the issue was resolved.